Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the display is blank and unresponsive. There was no reported patient involvement.